Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigations attached to its mount. Visual evaluation of the as returned product identified dried blood and bone, signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The patient had moderate (type ii) bone density. The reported device was located on tooth # 29 and was implanted for less than a month. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The customer reported the implant was placed off angle, was un-restorable and failed. The reported device was returned and the reported complaint could not be verified as no pictures or objective evidence was provided by the customer and the event could not be recreated. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the implant was placed off angle and the implant failed.